Event description:
It was reported that the pt was having difficulty recharging his implantable neurostimulator (ins). It was suspected that the ins had flipped as the pt had performed 10 - 15 physician mode recharges and still had been unable to get the regular recharging screen. The pt had reported that he fell a lot, which could have caused the device to flip.